Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate mode switch was noted on the right atrial (ra) lead. Diagnostic imaging was performed with no indication of ra lead damage or dislodgement. No intervention was performed, and the ra lead will continue to be monitored. The patient was stable with no adverse consequences.